Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo videoscope exhibited the rubber piece at the tip of the scope was missing. The issue occurred during a diagnostic laryngoscopy procedure. Unsure as to how the procedure was completed. There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.